Event description:
The abbott sales representative reported the customer observed two to three occurrences out of 100 tests performed per day of architect i2000 error code 1007 (unable to process test, activated read failure). The error codes started to occur after the customer changed to reaction vessel (rv) lot 69523p100. The customer was sent a new lot of rv's and was advised to monitor the occurrence of the error. The customer had performed instrument maintenance and stated no further errors were observed when the new lot of rv's were in use. There was no impact to patient management.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Event description:
During evaluation of a returned homechoice machine, a possible increased in on 05/19/2009 during drain cycle 5. The patient's drain volume was 4243ml. The patient's fill volume was 2300ml, therefore, this meets iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
Concomitant medical products: architect analyzer. Evaluation: no method, results or conclusions can be made at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.